Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms related to pump function were noted. Multiple attempts were made to obtain additional information regarding the reported event and progression of the thrombus; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that submitted log files captured routine events. The thrombus showed no progression since the last imaging performed, and the patient was stable with no symptoms and would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a non-occlusive thrombus within the outflow cannula first found from a computed tomography angiography (cta) on (B)(6) 2024 and again on (B)(6) 2025. The patient has a past medical history of a driveline exit site infection with multiple washouts and driveline revisions.